Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
(B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twenty-one items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, a device involvement in the event occurred is highly unlikely, but can be likely due to a wrong technique of cementation.